Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection and functional testing identified a leak through a pinhole approximately 1 1/2 inches from the patient connector on the patient line tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) set with cassette was leaking from a small pin hole in the patient line. The patient was connected for pd therapy at the time of this event. The patient was placed of prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.